Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms for the last year. The device emitted beeping tones when low measurements were detected. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the patient later presented to the clinic with report that the device emitted beeping tones. An invasive procedure was performed. The device was explanted and replaced and the pace/sense portion of the lead was surgically abandoned and replaced. The shock portion remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that a lead fracture was suspected. The patient was scheduled for a lead replacement procedure on a future date.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this chronic right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms.

Event description:
Information was subsequently received that this rv lead was surgically abandoned. No additional adverse patient effects were reported.